Event description:
A malfunction on a pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump with instructions to contact support again if the error reappears.